Event description:
It was reported that a pump alarmed system error 322 (link switch error) after the IV set was loaded into the device. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. The pump was tested for 48 hours with no occurrence of system error 322. Further engineering evaluation found that the upper aux tail was not properly connected to the input/output printed circuit board (I/o pcb) at the j1 connector, creating intermittent connections between the upper aux and the I/o pcb, which caused the pump to alarm for system error 322. System error 322 occurs when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. During the complaint evaluation, the customer stated that this device alarmed for system error 322 during patient use on two separate occasions ((B)(4) 2012). The alarms occurred prior to being connected to the patient and could not be reproduced. Review of the history log identified 12 occurrences of system error 322.